Event description:
The patient reported that their stimulation was not working, and experienced a gradual return of symptoms a couple of months prior to the report. The patient was implanted for gastrointestinal/pelvic floor. Follow up information received from the patient on (B)(6) reported that the circumstances that led to their stimulation not working was that they were retaining a lot of urine again. To resolve the gradual return of symptoms and stimulation not working the implant needed to be replaced, and the stimulation not working has somewhat been resolved as of the time of additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.